Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that during internal training of new staff with the centrimag primary console, the 'motor disconnected' alarm was generated even when the centrimag motor was correctly connected to the primary console and running. The connection between the motor and console was inspected and there was no apparent damage. While running the demo pump with loop, the motor cable was manipulated close to the connection with the motor and it appeared the pump slowed down but no alarms were triggered. No patient was involved and no additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.